Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 27 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
One used sample was returned for evaluation. The stylet wire was not returned. The tube was separated into two parts, the distal end tip and the entire tube. The site of separation was viewed under 50x magnification. The point of separation was jagged in appearance. The complaint is confirmed as reported. However. No root cause could be determined. All information reasonably known as of 15 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 0002958998 was reviewed and the product was produced according to product specifications. All information reasonably known as of 06 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the distributor that the weighted end of the nasogastric (ng) tube was found in the patient's stool, as it had broken off the feeding tube. It had been in place for two weeks and there were no adverse effects on the patient. There had been no previous issues with the tube. At the time of insertion of the feeding tube, the staff were unable to aspirate, so an xray was performed to confirm placement, then aspirate. Per additional information received on 19 jul 2019, the patient's family had notified the nurse that the patient had "pooped out a stick." Upon further assessment by the doctor and nurse, it was agreed that the "stick" appeared to be the weighted end of the ng tube. The break appeared to be a clean break, and the doctor was confident that no further pieces were left in the patient. No further imaging was done. Patient passed stool normally for the rest of the day, there was no blood present in the diapers. Abdomen remained soft with normal bowel sounds present. Parents know to continue to monitor for signs of blood in stool.